Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there was condensation in screen of the insulin pump and the customer had received unexplained no delivery alarms. Battery changes were required less than three weeks apart. Nothing further reported.